Event description:
This report documents an event involving the use of our exactamix 2400 compounder (em2400). The em2400 safely mixes parenteral nutrition solutions for homecare and health-system use. On (B)(6) 2013, it was reported that the unit produced an electrical shock to the operator when touched during installation at a customer site. No harm or adverse effects occurred as a result of the event; however, this report is being filed due to the potential to cause serious injury.

Manufacturer narrative:
The device history record (DHR) for the unit was reviewed and all safety test results passed within the specification limits. Additionally, manufacturing records were reviewed and no other anomalies were noted during the production of this unit. We have requested the unit back in order to perform root cause analysis for the reported failure. Once the unit is received and the report investigated, this MDR will be updated.